Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a meniscus repair procedure, the pusher disassembled from the device and the anchor did not deploy when the trigger was pulled. A second device was used to complete the procedure.

Manufacturer narrative:
Reported event was confirmed by review of a provided photograph. Photo was received of needle detached confirming reported issue. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.